Manufacturer narrative:
The insulin pump had missing segments and a partial display due to a cracked connector. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that there was a line across the screen of the insulin pump that was preventing him from reading it. Blood glucose level was 233 mg/dl at the time of the call. No further information was provided.